Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by the patient via us mail that she had undergone a carpometacarpal arthroplasty with a tightrope device on her left thumb (B)(6) 2019. Post surgery patient reports that recovery and therapy was going well at the 6 week post op visit. Over the next 6 weeks patient reports her thumb area was consistently swollen with accompanying pain and her thumb was dropping. At 9 weeks patient's physical therapist took a video and pictures which were sent to the doctor. Patient had also begun ultrasound on her thumb as part of her therapy to help relieve the pain. On (B)(6) 2019 patient had her 12 week checkup with the surgeon. X-ray taken at the follow up visit revealed that the tightrope had ruptured and scar tissue had begun to grow. It was determined this was the cause of her issues. A second surgery was deemed necessary and physical therapy was placed on hold. Patient's second surgery took place on (B)(6) 2019 by the same surgeon at a different facility. The original tightrope device was explanted. Patient states the surgeon indicated that the device was turned over to an arthrex sales representative. At time of initial report the specific arthrex part number was not provided.